Event description:
On july 7, 2021, genmark was advised of an unexpected positive result, from (B)(6), for sar-cov-2 on its rp2 panel. Data was analyzed per internal procedures. Review of the raw data confirm t confirmed that accession ID (B)(4) was positive for sars-cov-2 with robust internal control signals. Therefore, the raw data supports the generated test call and does not indicate a consumable issue which would have affected the test result. The same sample was retested on the eplex rp2 two days later and reported a call of not detected. No signal generated for sars-cov-2 (accession ID (B)(4)). Any comparator method is unknown. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 54004022) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. The results of additional testing conducted by the customer suggest the issue may be related to contamination. The sample has been discarded and is not available for further investigational testing/characterization. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #11359.